Event description:
It was reported that during a cardi carcinoma the surgeon wanted to attach the anvil and the staple house together. The surgeon found the indicator could not reach to the 1mm scale. Therefore, the staple could not be closed well, which caused the staples to be malformed. The surgeon had to suture by hand, which extended or time.